Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the trek dilatation catheter advanced to the proximal circumflex (cx) mildly calcified lesion without issue. The balloon was inflated to 14 atmospheres; however, would not hold pressure. The device was removed and another trek was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.